Event description:
As reported: "a final report was received of retrospectively collected data, which compares the clinical and radiologic outcomes of u-blade gamma3 nail and standard gamma3 nail for all types of extracapsular fractures of the hip with rotational instability. The study included all patients hospitalized for osteoporotic extracapsular fracture of the hip with rotational instability who entered the units of orthopedic surgery and traumatology of the selected hospitals for the study, data collection began march 2017. The precise dates of the complications at various timepoints were not reported and no further detailed information regarding complications was available. Severe mechanical complications of hip fractures generate significant functional limitation in elderly patients and usually require surgical reoperation. It is reported that one patient had died while waiting for a revision surgery due to an intraoperative mistake (cut through). The date of the initial implant surgery or patient's death is not available".

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.